Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, that an image was not displayed, due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when no image was observed due to a faulty charged coupled device. Additionally, the evaluation found a cut on a cable and a smashed connector tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd camera head was not displaying an image during preparation for use. There was no report of patient injury or medical intervention associated with this event.